Manufacturer narrative:
Date rec¿d by MFR : 06mar2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse advised the customer to perform flow sensor testing. The customer reported that they tested the air flow and found that when the flow was set to 0 standard liters per minute (slpm), the reading averaged -240 slpm (B)(4). The fse recommended that the customer replace the flow sensor assembly. The customer reported that the flow sensor assembly was replaced and the issue was resolved. The customer was also provided with a copy of service bulletin (B)(4) which addresses updated performance verification testing procedures. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06mar2019. Reporter: no phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit would not go into standby and declared a co2 rebreathing risk alarm. There was no patient involvement. Event date not specified; estimate used.